Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. It occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: email received 2023-03-10 13:51:55. Sent: (B)(6) 2023 7:36 am. Customer service, I am a diabetic for over 35 years. I have been purchasing your brand needles all those years. I recently am having problems with a box of needles. Some of them do not work and no insulin comes out ,so I have to throw them out and use another. I had to discard at least 5 from this box. Lot no. 1187334 expiration 7/31/2026. Upc number 3 82903 20550 9. They are bd nano pen needles 2nd gen 4mmx32g. I felt I needed to bring this to your attention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. It occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: email received: 2023-03-10 13:51:55, sent: on (B)(6) 2023 7:36 am. Customer service, I am a diabetic for over 35 years. I have been purchasing your brand needles all those years. I recently am having problems with a box of needles. Some of them do not work and no insulin comes out ,so I have to throw them out and use another. I had to discard at least 5 from this box. Lot no: 1187334 expiration 7/31/2026. Upc number 3 82903 20550 9. They are bd nano pen needles 2nd gen 4mmx32g. I felt I needed to bring this to your attention.